Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The investigation determined the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other rx graftmaster is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other rx graftmaster device referenced is being filed under a separate manufacturing report number

Event description:
It was reported that an attempt to cross and treat an existing perforation in the mildly calcified, de novo lesion in the mildly tortuous mid left anterior descending (lad) coronary artery was made with a 2.8x26 rx graftmaster covered stent and a 2.8x19 rx graftmaster covered stent, but each stent failed to cross the lesion due to patient anatomy. An attempt was made to cross to the perforation with another unspecified device, but it was also unable to cross the lesion, thus, the patient went to surgery. Surgical intervention successfully repaired the perforation. No other device or procedural issues were noted. Reportedly, the failure to cross did not cause or contribute to a clinically significant delay or any adverse patient sequelae. No additional information was provided.